Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02874 & 03007).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013 and left total knee arthroplasty on (B)(6) 2013. Radiographs were taken and revealed loosening of the femoral components in both knees. A right knee revision procedure was performed on (B)(6) 2014; there has been no reported revision of the left knee to date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined due to insufficient information.